Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument was used for a surgical task; however, the instrument failed to energize, and inspection found a damaged conductor wire. The user noted that the issue resulted in an unspecified bleeding and approximately 15 minutes of procedure delay. It was further reported that the issue was resolved after replacement to the backup instrument. The procedure was completed with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the robotics coordinator regarding the reported event: the fbf instrument was inspected prior to use and the instrument initially worked. The myoma was being dissected at the time the bleeding occurred. Expected bleeding was observed on the uterine tissue. There were no anatomical factors that caused the bleeding. The amount of blood loss was approximately 100ml and bleeding was addressed after using the backup instrument to complete the surgical task. No blood transfusion was administered. It was confirmed that there was no serious deterioration/clinical instability during the time it took to get and install a backup instrument.

Manufacturer narrative:
Based on the claim against the fenestrated bipolar forceps (mbf) instrument by the customer noting the instrument failed to energize and had a conductor wire damage, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not yet received the instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a malfunction reportable event due to the following conclusion: it was alleged that the mbf had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. The bleeding noted from the initial report was expected and the blood loss was 100ml as verified from the customer through follow up. No transfusion or intervention was performed. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the conductor wire was broken at the distal end. No damage to the conductor wire insulation was identified, and there were no exposed wires. No signs of thermal damage were observed. The instrument failed the electrical continuity test. Additionally, further inspection found damage to the grip cable at the distal end and a dislodged grip cable at the proximal end. All observations are due to component failure. The additional findings were unrelated to the broken conductor wire.

Event description:
Refer to h10/h11 for follow-up information.